Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument or reload involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted left hemicolectomy procedure, the surgeon observed some bleeding at the staple line. It is unknown what medical intervention, if any, was rendered due to the intra-operative complication. The cause of the complication is also unknown.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, the surgeon fired the sureform 60 stapler three times and observed that there was some additional bleeding at the staple line. The surgical team/user contacted an intuitive surgical, inc. (Isi) technical support engineer (tse)for assistance and requested for a system log review. The tse noted that a sureform 60 stapler instrumented failed to engage on universal surgical manipulator (usm) #4. The tse replied that there were no other errors that would indicate a stapler malfunction. It was further advised that if the user should run into stapler issues; the user can swap to a back up instrument. The user replied that the stapler was operating as expected and the same stapler was used to complete the procedure as planned, no delays was reported. The details of the bleeding, intervention and patient current condition is unknown. There were not any other patient harm or injury was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.